Event description:
The account stated that a pt sample was assayed within 5 minutes of being drawn and generated the following results when using a cell-dyn 1700 analyzer; wbc=4.9 k/ul, rbc-2.23 m/ul, hgb=6.7 g/dl, hct=20.6%, plt=88 k/ul. The rbc, hct, and plt were flagged by the instrument as low and the hgb result was fagged cr (critically low). The results were reported to a physician. The pt was admitted to the hosp and a cbc performed, generating results in the normal range (platform and results not provided). A repeat of the original sample on the cell-dyn 1700 yielded the following results; wbc=9.6 k/ul, rbc=4.50 m/ul, hgb=13.7 g/dl, hct=42.0%, plt=200 k/ul. The repeated results were very close to that of the hospital values. No further impact to pt management was reported.